Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the scanner was damaged. A field service engineer (fse) replaced the scanner cable to resolve the issue. Using the hardware testing application, the drawers were tested for proper operation. The fse logged into the hardware test application and verified that the drawers and other hardware were working as expected. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es scanner was damage. The customer reported that the malfunction occurred when the user was trying to issue the medication to the patient and there was a delay to the patient's workflow.there were no adverse events or injuries reported based on this incident.